Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a failed battery test alarm when they were changing the battery. They put in another battery. The device was turning completely off. The inserted a new battery and the insulin pump alarmed a battery out limit alarm. The display went blank. The customer's blood glucose level was unknown. Troubleshooting was performed. They were advised to revert to back up plan until replacement battery cap arrives. The insulin pump will not be returned for analysis.